Event description:
It was reported that there are a number of patients who have experienced complications following the use of the mesh. The exact number of cases is unknown, and no individual case details are available. It was reported that these events required intervention. No further information is available.

Manufacturer narrative:
Date sent to the FDA: 12/07/2007. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.